Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire filed service technician went onsite. Checked the units buttons on the user interface module (uim) intermittently not working. The technician took user interface module (uim) from another unit, ordered uim for other vent. Ran ovp, unit passed all test and runs according to OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator soft keys are not responding properly. At this time, there is no information regarding patient involvement associated with the reported event.